Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day . The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant procedure the surgeon felt that the short tunneler was more malleable than usual and acted like "a wet noodle." The tunneler kept bending and the surgeon was unable to get it through the patient. The surgeon used the backup tunneler which reportedly performed appropriately.